Event description:
On (B)(6) 2024 I emailed (B)(6) from biomérieux asking for a status update on our gn99 order because when I called customer service, I was told that the cards were unavailable. (B)(4) talked to (B)(6) (field service engineer) to tell her to tell me that the cards are on hold until the acknowledgement form is returned. I then went through the notification and reviewed all the lots and determined that we have not received any of the affected lots. I returned the form and I let (B)(6) know so she could expedite our order. On april 30th the FDA announced their recall and (B)(6) had the micro team look to see if we had received any of the lots on the list. It was determined that biomérieux continued to ship affected lots without notification that they would still send out affected lots. (B)(6) did a complete review of all the affected patients, and it was determined that there were 12 patients and only 4 received ceftriaxone. I created a rule in the vitek 2 software to suppress ceftriaxone results of 0.5, 1, and 2 and the rule was active on 5/1/2024. Corrected reports were called on 5/1/2024 and 5/2/2024.